Manufacturer narrative:
A customer from the united states, (B)(6), alleged the cobas® sars-cov-2 qualitative assay generated false negative results when compared with the results generated on a competitor assay. Repeat testing for each sample was performed using a new sample collection. Based on all of the information provided, the test appears to be functioning as intended. It is likely the discrepancy alleged by the customer between the assays is due to sample and/or site-specific factors as the samples were collected differently or due to the differences in technology. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the united states, (B)(6), alleged multiple result discrepancies between the abbott ID now test and the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems, lots g06564, g08097, and g08436. The customer alleged the cobas® sars-cov-2 qualitative assay generated false negative results when compared with the results generated on the abbot ID now test. In total, the customer provided 10 sample ID¿s that were discrepant with the abbott ID now test. Separate collections were performed for the abbott test and the cobas® sars-cov-2 qualitative assay on the same day. Of all the samples alleged by the customer, 9 out of 10 were negative for both targets meaning sars-cov-2 rna was not detected. No harm was alleged in the case. Repeat testing for each sample was performed using a new sample collection. Although requested no further background information regarding the workflow was available. There was 1 out of 11, patient sample 5, that was negative for target 1 and positive for target 2; result for sars-cov-2 rna is presumptive positive. As stated in the method sheet, a negative target 1 result and a positive target 2 result is suggestive of a sample at concentrations near or below the limit of detection of the test, a mutation in the target 1 target region in the oligo binding sites, or infection with some other sarbecovirus (e.g., sars-cov or some other sarbecovirus previously unknown to infect humans), or other factors. For samples with a presumptive positive result, additional confirmatory testing may be conducted, if it is necessary to differentiate between sars-cov-2 and sars-cov-1 or other sarbecovirus currently unknown to infect humans, for epidemiological purposes or clinical management. Although unknown the remdesivir treatment could be a cause of the discrepancy. No additional information regarding the treatment was available. The rest of the samples generated tnd results consistently with new collections, therefore, it is possible the patients were truly negative. Sample availability was requested in the case, however, none were available for further support and investigative testing. A review of all of the data provided did not show any major shifts or suppressions in the curves and the controls in all of the runs performed in line with release data. An investigation was performed with the information and data available to rule out any reagent involvement and no product problem was identified. Based on all of the information provided in the case it supports that the test is functioning as intended based on the repeat tnd results for almost all of the questioned samples. It is likely the discrepancy alleged by the customer between the assays is due to sample and/or site-specific factors as the samples were collected differently or the differences in technology.